Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
A review of the architect c8000 instrument log was performed which identified a possible issue with mixer 2 based on elevated blank readings. The elevated blank readings were resolved after the mixers were cleaned during maintenance the following morning. A review of the service history found no additional reports of discrepant results. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.

Event description:
The customer stated that an elevated architect magnesium result was generated. An initial result of > 3.9 mmol/l was generated. The sample was then repeated diluted and an under range result was generated. The sample was repeated neat and a result of 0.84 mmol/l was generated. There was no report of impact to patient management.